Event description:
Additional information reported that the patient had experienced an overstimulation sensation.

Event description:
It was reported that a patient experienced a shocking or jolting sensation from (B)(6) 2012. It was stated that the patient was "getting shocked" which caused the right side of his body to "lock up". It was stated that this issue was "fixed" in (B)(6) 2012 when the extension was replaced.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v170161, implanted: (B)(6) 2008, product type lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v123174, implanted: (B)(6) 2008, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's therapy had been "eight and a half years of pure absolute hell." The implantable neurostimulators (ins) did not work. The patient went for this therapy so that he was able to work; instead it caused him to go on disability. The patient was horribly shocked to the point where his right side locked up. The shocking almost caused a major car accident and one time he "could not literally get out of the bathroom because he could not move because of that." When the patient moved he found new doctors to fix the previous doctor's work. The patient stated that the ins on the left side was replaced and "it was lying very good and was fine now." The lead to the patient's head was replaced, "not the stuff that was in his head," and the replacement totally took care of the shocking. At the time of the report it was working great.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v170161, implanted: (B)(6) 2008, product type: lead. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: extension. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3387s-40, lot# v123174, implanted: (B)(6) 2008, product type: lead. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: extension. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
Additional information received reported the patient had gone to the doctor after having batteries changed and was getting electrocuted. The patient literally could not move the right side of their body or right arm. The generator was replaced which had alleviated the electronic shock which had been horrendous.